Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the customer noted that the arms felt warm after taking off the drapes. The technical support engineer (tse) reviewed the logs and noticed the universal surgical manipulator (usm) turned on due to high temperatures. The customer stated the or temperature was normal. The customer had converted the procedure to open, reportedly due to the patient¿s anatomy. There was no report of patient injury. Further details were not provided. Intuitive surgical, inc. (Isi) performed follow-ups to request additional information related to the event. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
A field service engineer followed up with the customer to further troubleshoot the reported issue. The customer stated the system had been working fine for subsequent cases completed on (B)(6) 2022. The staff has not reported any issues on the universal surgical manipulator (usm) being warm. No site visit was conducted by the fse as the system was working properly, and no additional action was required. A log review confirmed the procedure date of 04-oct-2022 on system sk3413. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to an open surgical procedure after the start of the procedure, due to patient anatomy.